Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that they were able to clear the alarm and able to rewind the insulin pump. Customer stated that insulin pump had recurring alarm after normal use of insulin pump. Customer stated that alarm did not occur shortly after battery inserting new battery. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Sv 3.1f. On (B)(6) 2020 customer returned pump for an alleged a21 alarm. Insulin pump received with complete broken reservoir tube lip. Unable to perform any test including the displacement due to broken reservoir tube lip. However, unit was able to passed the a21 alarm test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. No unexpected a21 alarm anomalies noted. (Not confirmed). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.